Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose that was running from 300 mg/dl to 500 mg/dl. The customer performed self test and displacement test. The customer stated that the insulin pump passed both tests. The customer also reported that they had air bubbles in the reservoir. The customer stated that the air bubbles were recurring after changing the reservoir. The reservoir will not be returned for analysis.